Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2003. The revision surgery was due to the non-omni acetabular cup becoming worn. In the revision, the original omni stem, and modular neck remained while the original omni cobalt chrome head was removed and replaced with a new implant of the same size as a precaution. The acetabular cup and liner were replaced with non-omni product.